Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, "pain and/or loss of function." Number 31 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopedic surgeon." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01936 / 01937).

Event description:
Patient underwent a hip revision procedure approximately sixteen years post-implantation due to pain and adverse local soft tissue reaction. The cup, head, and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products- medical products - biomet taperloc femoral stem catalog #: 51-104180, lot #: 2407507; biomet m2a magnum taper adapter, catalog #: 139254, lot #: 056780.

Event description:
Patient underwent a hip revision procedure approximately sixteen years post-implantation due to pain and adverse local soft tissue reaction. During the procedure, brown fluid, brown-stained tissue, fibrous tissue, increased anteversion of the implant and extraarticular impingement were noted. The cup, head, and taper were removed and replaced. Competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. During the device evaluation, scratches and indentation marks were noted. Dimensional analysis found the device to be within specification. DHR was reviewed and no relevant discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.